Manufacturer narrative:
The device has been received, and the investigation is still in progress. The report will be updated when analysis has been completed.

Event description:
It was reported during a routine follow-up, the pacemaker was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow-up, the pacemaker was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.